Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurement, measuring from 350 ohms to 1300 ohms over the past six months but was still within normal limits. All other measurements were stable. No adverse patient effects were reported. This rv lead remains in-service. Additionally, the rv lead continues to increase in pacing impedance measurement, measuring at 1800 ohms which is still within normal range. The lead is now exhibiting high capture threshold. Technical services provided troubleshooting options. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the pacing impedance has been gradually increasing, the pacing impedance measurement is now at 2000 ohms. The shock impedance is trending within a normal range of 70 to 90 ohms. Review of recent stored events and presenting egms suggest clean artefact free egm channels, and no noise or artefact noted. Technical services provided possible causes and suggested that the physician could reprogrammed the pacing impedance measurement limit to 3000 ohms if desired. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurement, measuring from 350 ohms to 1300 ohms over the past six months but was still within normal limits. All other measurements were stable. No adverse patient effects were reported. This rv lead remains in-service. Additionally, the rv lead continues to increase in pacing impedance measurement, measuring at 1800 ohms which is still within normal range. The lead is now exhibiting high capture threshold. Technical services provided troubleshooting options. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the pacing impedance has been gradually increasing, the pacing impedance measurement is now at 2000 ohms. The shock impedance is trending within a normal range of 70 to 90 ohms. Review of recent stored events and presenting egms suggest clean artefact free egm channels, and no noise or artefact noted. Technical services provided possible causes and suggested that the physician could reprogrammed the pacing impedance measurement limit to 3000 ohms if desired. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the patient was seen in-clinic, and the boston scientific sales representative reprogrammed the pacing/sensing impedance limit to 2500 to 3000 ohms. Boston scientific technical services recommended that the healthcare professional perform lead troubleshooting and the next step would be lead replacement. There were no adverse patient effects reported and the rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.